Event description:
Previous medwatch submission noted "rupture." Upon further information, allergan has determined that the event of "rupture" did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Patient reported right side "capsular contracture grade IV, rupture, pain, swelling (larger), discomfort." " contracture and rupture in both breasts." Healthcare professional later reported "minimal subcapsular seromas¿ and ¿small simple cysts scattered in both breasts, measuring up to 0.5 c" - which is not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture, "minimal subcapsular seromas¿.

Event description:
The device has been explanted ands discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.